Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the screen does not work and is stuck. The customer reported that the device was in clinical use at the time of the reported issue. There was no patient harm.